Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead I ntegrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that during a routine device check, the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. In addition, noise was confirmed when the patient bent forward and the patient's arms were pulled. An rv lead fracture was suspected .the rv lead was reprogrammed off and a new rv lead was implanted accordingly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.